Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose drive support disk. Missing end cap sticker noted.

Event description:
The customer reported that the insulin pump alarmed while changing the infusion set and reservoir. Troubleshooting was performed, and the drive support cap was flush. The blood glucose reading was 128mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.